Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported system error 105 was reproduced and confirmed through evaluation. This event's error message was attributed to a partially dislodged component from the input/output printed circuit board (I/o pcb). The I/o pcb was replaced.

Event description:
It was reported that a spectrum pump had a system error 105. It was also reported that there was no patient injury.